Event description:
Same case as manufacturer's report# 6000093-2006-00381, 6000093-2006-00382, 6000093-2006-00383. 11 months after implantation of four taxus express2 drug eluting stents, an in-stent restenosis occurred. During the initial procedure , the target lesion was located in the left anterior descending (lad) artery. A pre-intervention stenosis precentage was not reported. A 2.5x20 mm taxus stent, a 2.5x12 mm taxus stent and two 2.5x8 mm taxus stents were deployed in the lesion. A post-intervention stenosis precentage was not reported. No information was received regarding the tortuosity or the calcification of the vessel. No information was reported on patient medications. No information was received concerning patient complications. The patient presented 11 months later with an in-stent restenosis in the lad. A pre-intervention restenosis percentage was not reported. The physician attempted, but was unable to cross the in-stent restenosis region. The patient underwent bypass surgery one day later. The patient was reported as doing well.